Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door 4 triple click. A field service engineer cleaned and oiled door latch to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 4 failed, which hindered users from accessing medication for a patient. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.